Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the proximal drain catheter broke/fractured. There had been no known resistance during removal of the drain catheter. The fragment was located in the patient¿s chest 1-1.5cm under the skin. The pericardiocentesis drain had been in place for three days. After removal of the drain, an additional day lapsed before removal of the remaining fragment.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported the device separated and surgical intervention was required to retrieve a device fragment. During removal of a perivac pericardiocentesis drain, the proximal drain separated from the distal drain catheter and the distal portion remained in the patient¿s body, 0.5 to 1 cm under the skin. The drain fragment was removed in the operating room under monitored anesthesia care, which included local anesthesia with a small amount of sedating medication. It was noted the patient was fragile and this was a precautionary measure; the patient did not require full intubation for the removal. The patient "did fine" and there were no complications.